Event description:
The account alleged the head of the bed drifted down in his presence.

Manufacturer narrative:
Technician instructed the account to raise the head section and unplug the bed to determine if the problem is mechanical or electrical in nature. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.